Event description:
Technical error 11 occurred before connection to pt. There was no pt injury.

Manufacturer narrative:
Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.